Event description:
It was reported that the bladder of a multi-day infusor ruptured. This occurred before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection and functional testing showed no evidence of a rupture on the reservoir. The reported condition was not confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.